Event description:
Fied. Patient presented with bone type IV. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection and pain. No further patient complications were reported.